Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02003 and 3005099803-2011-02004 address these devices. It was reported to boston scientific corporation that two 10fr x 9cm advanix stents biliary stents was removed during a scheduled stent removal procedure of a patient (patient age, sex, weight, and event date are unknown). Upon removal of both stent, the physician noted a crimp on the stent. There were no known patient complications reported as a result of this event. No additional details regarding the event description or patient condition is available.